Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) been evaluated. The batch 6002540 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 7 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6002540 was manufactured on the packing process in the multivac 12, on 06/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. Insertion site was abdomen.the infusion set has been used for few hours. The blood glucose level was 400 mg/dl at the time of event therefore, the patient was treated with manual injection. No further information was available.